Event description:
A 0.9 normal saline flush was programmed to go in, 1cc over 15 minutes. After only a brief time the pump alarmed for syringe empty. The 1 cc syringe was not empty, and the flush was not delivered.